Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during handling but prior to insertion an intraocular lens (iol) got stuck in the cartridge. Reportedly, the plunger rod of the iol insertion hand piece pushed over the lens and split and broke through the corner tip of the cartridge. The surgeon did not want to try reloading and using this same lens so they loaded another lens and they were able to successfully complete the procedure without any other issues. There were no issues or complaints against the iol insertion hand piece and it was able to be successfully used in subsequent procedures. No patient contact with this lens was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the cartridge was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the lot number is unknown; therefore the manufacturing records for the cartridge could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.